Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that they had maximum delivery alarm. Customer is now experiencing a 500 mg/dl. Customer is trying to send a bolus using the bolus wizard and is getting a max bolus exceeded. Customer was assisted with changing maximum bolus. Customer monitoring blood glucose 15 minutes after bolus was successfully delivered no issues with pump delivery. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 300 mg/dl. The customer was treated for high blood glucose with bolus. The customer was advised the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat. The customer was advised to call went tubing clamp received to perform high pressure test to confirm pump can detect an occlusion. Customer was advised to verify settings with health care provider.